Event description:
Boston scientific received information that this right ventricular lead displayed a shock impedance measurement of less than 10 ohms. The local boston scientific field representative reported that the patient was being seen at the dentist when they had a ventricular fibrillation (vf) arrest. A shock was attempted that shorted out another manufacture's device. The patient was resuscitated on site. Subsequently the patient was seen for a surgical revision procedure where the lead was explanted and replaced with another manufacture's product. There were no reported adverse patient effects reported. The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The complete lead was returned severed in two segments at 16 centimeters from is-1 terminal pin. Set screw mark was noted on all terminal connectors. An extracting stylet was stuck inside the distal segment. Each lead segment was determined to have been electrically continuous. There was no further analysis performed on the lead. The clinical observations were not able to be confirmed.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.